Event description:
A hosp in (B)(6) reported, via a distributor, that an air leakage was detected at the water trap of five rt212 adult breathing circuits particularly after emptying the water out and reconnecting the bowl. This occurred during pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt212 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.